Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03343. The patient received 2 scs leads with different lot numbers. It was reported the patient was not receiving stimulation on her right side. It was also reported the patient was experiencing chest stimulation. Lead diagnostics showed invalid impedance values for the scs lead. Subsequently, the patient's scs lead was replaced. Additionally, the patient's other scs lead was repositioned. Follow-up identified the issue has been resolved with the surgical intervention.